Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 98 mg/dl at the time of incident. Customer stated that the insulin pump up button was sticking after exposure to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump alarmed battery out limit after the battery has been removed and replaced and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.